Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had a pace/sense fracture. Thresholds had risen and were high. High pacing impedance was also noted. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.